Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope go monitor, the screen froze. It was reported that the monitor's hdmi connector was damaged, thereby preventing it from fully seating with the connected video laryngoscope. The procedure was completed using a backup glidescope go monitor. No delay in the procedure or harm to the patient was reported.